Manufacturer narrative:
The field service engineer (fse) found a damaged tube on a rinse station and replaced it. Cell blank measurement and qc were acceptable. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
There was an allegation of a discrepant low result for 1 patient sample tested for amylase on a cobas 8000 c702 module. The initial result was 5 u/l. The repeat result was 70 u/l. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The amylase reagent lot number and expiration date were not provided.